Manufacturer narrative:
(B)(4).

Event description:
It was reported that a personal therapy manager (ptm) was not uploading the patient¿s information and it still had the information from a previous patient. The ptm was de-coupled and re-coupled and this corrected the issue. The drug in the pump was unknown.